Event description:
Customer reported that pump declared alarm 20 during pumping. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in attempting to load a new cartridge; however, the alarm persisted, and the customer could not resume insulin therapy. As a result, technical support arranged for a pump replacement, confirmed the shipping address, and instructed the customer to use multiple daily injections as backup therapy. The customer was additionally guided on how to put the pump in storage mode before returning it to tandem and acknowledged the instructions and return process.